Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was reusing insulin. Tandem technical support educated the customer on proper insulin/cartridge labeling. Customer replaced the pump supplies and resumed insulin therapy. The customer's blood glucose was approximately 174 mg/dl.